Manufacturer narrative:
The technician found the casters were worn due to age. He replaced the casters and the brakes functioned properly.

Event description:
Information received indicates when the brakes were engaged the casters would still swivel.